Manufacturer narrative:
Device received alarming failure of flash memory followed by device software error alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failure of flash memory and device software error alarm. Device had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump failure of flash memory and new software release detected. Troubleshooting was performed. Customer stated the battery compartment was damaged. Customer was not able to rewind. Customer blood glucose reading was 156 mg/dl. The battery was changed. The product will be returning for analysis.